Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. It also found that the dso seal was delaminated. The pwa board and dso seal were replaced to correct the issue. H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested.

Event description:
It was reported that the device immediately sounded alarms and beeped when plugging into ac, and when the power button was pressed. The device had batteries, but it did not fully turn on. Lcd did not turn on. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D4. Primary UDI number: the primary di# has been used as the serial information did not match the provided catalog number in the system. H4. Device mfg date: the reported serial # (B)(6) was not found for the reported catalog # 21-2120-0105-01 in the system; therefore, the manufacturing date could not be confirmed. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.